Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented with episodes of noise oversensing on the right ventricular lead. The lead was capped and replaced on (B)(6) 2018. The patient was in stable condition before, during, and after the procedure.